Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. As a precaution, physio replaced the battery connector pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device lost power a few different times. The customer indicated that the device lost power during a test transmission and a self test. There was no patient use associated with the reported issue.